Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 144, 134, 59 mg/dl (meter). Tests were done within 10 mins with a difference of 45%. Pt did not experience any adverse events. No further info has been reported. Note-customer tested from different finger each time.